Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported by an MRI tech that the patient says their device last worked about 2 years ago, was not working since (B)(6) 2017. Patient also states that their doctor is not concerned about damage to ins. Caller added that patient was fidgeting and resetting device as it was causing extreme pain to patient¿s vaginal tissue. Patient also states that their doctor had told them that these devices usually last 5 years and it's been 7 years since implant, however patient also stated device was implanted 2014 (less than 5 years ago). Patient was advised to follow up with their doctor/ no further complications were reported or are anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va0qfpn, implanted: (B)(6) 2014. Product type lead. Evaluation code method applies to serial number (B)(4) and evaluation code method applies to lot number va0qfpn. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported system was partially explanted during an attempt to remove the lead and ipg as the electrodes and some tines remained implanted; despite releasing the top tines the lead had broken and 4 electrodes remained in place. It was noted the devices would not be returned as the customer discarded them and that the device would not going to be replaced in the future by a manufacturer company product. The rep indicated the issue being reported was that there had been a lack of efficacy and the patient needed an MRI. The rep noted that there were no known environmental/external/patient factors and that it was unknown if any diagnostics/troubleshooting had been performed. The rep stated the patient had needed an MRI and the health care physician (hcp) had voiced their frustration that the manufacturer company device may be the only device on the market that lacked MRI compatibility. On (B)(6) 2019, and MRI technician called and stated the patient had been scheduled for an MRI of cervical, thoracic and lumbar spine due to extreme, unilateral pain from an unknown location. The MRI tech reported that part of the system had been explanted due to it not working properly. The tech continued that the ins and part of the lead wires were explanted and part of the lead had been left in place along with the anchor. MRI guidelines were reviewed with the technician. There were no further complications reported.